Event description:
After filling the eclipse home pump (module #e252500, lot #0202510784 with primaxin 1 gram in 0.9% sodium chloride 250ml, it was noticed that there was leaking from the top of the elastomeric tubing.